Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified artificial blood vessel anastomosis. A 5.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, on the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured in the shape of a pinhole in the middle. The device was removed without any problem and replaced for another of the same model to complete the procedure. There were no complications reported, and patient status was stable.